Manufacturer narrative:
Concomitant medical product: failure to follow instructions (oversized stent graft). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that during a follow up visit approximately 1.5 years post implant, a dissection was noted on a CT scan, near the distal edge of the stent graft. Approximately two weeks later, a tevar procedure was performed as treatment. An additional stent graft was implanted distally, just above the sma. In order to prevent a type ii endoleak, a coil embolization of the celiac artery was also carried out with non-medtronic devices. The dissection was resolved. Per the physician, the cause of the event was suspected to be oversizing of the stent graft. A 36 mm diameter stent graft was implanted in a blood vessel of diameter 30 mm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported dissection along the distal end of the distally implanted valiant was confirmed; however, the exact cause could not be determined from the limited films provided. CT¿s prior to implant were not provided, and earlier implanted films including complete CT images at the time of the event were also not available for review. It is unclear if this dissection was caused by an interaction between the stent graft and the thoracic vessel, due to possible stent graft oversizing, or caused by an unknown anatomical condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.